Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. After checking the device, it was found the wire on the band was fractured, the physician replaced it with a new wire. There were no reported patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4).